Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test and self test. Pump received with corroded battery tube, broken reservoir tube lip and cracked case near display window corners noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s buttons were not responding like they were supposed to. The customer also reported there were cracks on the insulin pump. When the health care professional was trying to program the insulin pump, he noticed the buttons were not responding. The customer stated the buttons do not always respond. The customer¿s blood glucose level was unknown. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.